Event description:
Boston scientific received information that, during the implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited beeping tones. This crt-d was interrogated, but no irregularities or fault codes were observed. The physician elected to leave this crt-d implanted. It was noted the implant was done in a laboratory with a stereotaxis niobe navigation system, which generated a high magnetic field. Subsequently, additional information was received that the patient passed away two hours after the implant procedure. The attending physician discussed that the death was not related to the device. The cause of death was a pleural hemorrhage. There were no other adverse patient effects reported.

Manufacturer narrative:
This crt-d will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.